Event description:
It was reported that this right ventricular (rv) lead has exhibited a gradual increase in pacing impedance measurements due to suspected calcification. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).